Event description:
It has been reported to philips that system was not storing the images. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. The philips field service engineer recreated the image database that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was running out of space and unable to store images. Upon inspection, fse found that the image storage issue. The fse recreated the image store database and performed back up. After recreating the image store database and backed up, the system was returned to use in good working order. The codes were updated based on the investigation outcome.